Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the insulin pump kept alarming check blood glucose, and she was unable to give herself a bolus due to not being able to clear the alarm. She stated that the insulin pump just vibrated. The customer did not know the blood glucose reading. She stated that she was unable to give a manual bolus because the keypad became stuck. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.